Event description:
Reference number: 2017865-2022-10390. Reference number: 2017865-2022-10392. It was reported that the patient presented in-clinic for the follow up. Noise reversion was noted during the interrogation and physician performed pocket manipulation and the noise was reproducible on the right atrial (ra) lead , right ventricular (rv) lead and left ventricular (lv) lead. No intervention was performed. The patient was stable.

Event description:
New information received notes that there was atrial lead and right ventricular (rv) lead fracture.

Event description:
New information noted that the right ventricular (rv) lead and right atrial (ra) exhibited oversensing of noise causing noise reversion and inappropriate mode switch episodes. Both leads were capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.